Manufacturer narrative:
Device evaluation summary: the monitor (B)(4) and belt (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date & usage of device monitor: (B)(6) 2015 - reuse. Electrode belt: (B)(6) 2014 - reuse.

Event description:
Zoll was notified by a us distributor that a patient passed away on (B)(6)2016 around 8 am. It was reported that the patient was at home and the patient's wife found the patient on the floor while the lifevest was alarming. The wife reported that the patient was treated by the device and that ems arrived, removed the device and performed CPR. The patient was transported to the hospital where they passed away. A review of the event revealed that the patient was treated by the lifevest prior to passing. Review of the treatment event revealed that the patient received 8 treatments between 07:41:23 am and 08:21:13 am on (B)(6) 2016. At 07:40:13 the device first detected and alarmed for an arrhythmia. The ECG shows that the patient was in vt at 195 bpm. The post-shock rhythm remained in vt. The second, third, and fourth treatments were also delivered while the patient was in vt and each converted the rhythm to a slower rhythm. The post-shock rhythm of the fourth treatment was bradycardia at 40 bpm with pauses. The fifth treatment was delivered at 07:50:03 while the patient was in bradycardia. The post shock rhythm was an idioventricular rhythm. At 08:05:50 the device properly alarmed for asystole. The ECG shows the patient was in sinus tachycardia transitioning to 120 seconds of asystole. The sixth and seventh treatments were delivered at 08:19:26 and 08:19:47, respectively. The pre and post shock rhythms were an idioventricular rhythm at 80 bpm with CPR artifact. The CPR artifact contributed to the false detections. At 08:20:43 the device detected and alarmed for vt at 155 bpm. The final treatment was delivered at 08:21:13 while the patient was in nsvt at 155 bpm. The post shock rhythm was sinus tachycardia at 110 bpm that transitioned to vt at 160 bpm. A non-treatable rhythm was detect at 08:22:07. The ECG recordings revealed that between 08:23:06 and 08:30:41 the patient was in asystole with CPR artifact. At 08:30:43 a non-treatable rhythm was detected and the device was deactivated at 09:13:24.